Manufacturer narrative:
(B)(4). It is unknown if the sample is available for evaluation. However, if the customer decides to send in the sample, a follow-up report will be submitted once the evaluation has been performed. A batch review cannot be performed since there was no lot number provided. The product code of this device used in this situation is unknown; therefore, a us 510k number cannot be provided.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. Baxter found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter product surveillance of an unknown IV tubing in which a nurse punctured the fenwal blood bag. The nurse was reported to have stated that the blood bank was issuing new blood bags. This condition occurred before usage. There was no patient injury or medical intervention necessary. No further information is available at this time.